Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture per CT scan implant exchange with no complaint against device". The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, b5, d6b, h6 reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported right side "grade 3 capsular contracture." The device has been explanted and replaced.

Event description:
Healthcare professional reported, "rupture". This record is for right side. Device remains implanted.

Event description:
Healthcare professional later reported right side "grade 3 capsular contracture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: no observed openings in the device. Additional observations: ¿ crease fold observed in the device. ¿ deformation observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.